Manufacturer narrative:
H3-device evaluation: lens returned dry in a microcentrifuge vial with residue/debris on product. Visual inspection found haptic bent. Dimensional inspection found the lens to be within specifications. Corrected data; d4: primary unique device identifier (UDI) #: (B)(4) "UDI related data quality updates only" claim# (B)(4).

Manufacturer narrative:
H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim#: (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation. In a separate visit the lens was repositioned and this procedure did not resolve the problem. In a separate visit the lens was exchanged for a longer length lens. This resolved the problem. Cause reported as unknown. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.